Event description:
Customer reported the system is displaying black images, or no image. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the high voltage and control cables. System operates as intended.